Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; the programmer passed the functional test but failed the baseline evaluation, detecting intermittence on the touch during the evaluation. The programmer was powered on and the log file was downloaded; data review revealed error code 40688 which was not replicated during analysis. Moreover, due to the presence of this error code, the ECG board was validated to ensure no hardware failure was present. Testing showed ECG board was always able to power on and off several times, indicating no hardware issue. In addition, error code 5cdb8 was also confirmed in the memory log files which is confirmed to be a failure consistent with touchscreen unresponsive and was validated in mti. Subsequently, the programmer was disassembled to isolate the defective components in the touchscreen assembly. The touch controller was swapped out with a known good unit, the product defect disappeared.

Event description:
It was reported that integrated programmer screen keeps freezing which is likely a calibration issue. The programmer was returned. There was no patient involvement reported.